Event description:
Note: the date of death and date of event are unknown. An ultraflex covered esophageal stent was successfully placed in a female patient in 2007. According to the complainant, approximately six months after the placement of the stent, the patient "complain [ed] of chest pain [and] developed aspiration and cough on taking food and water. During [a] bronchoscopy, a sharp wire, which [was] part of the ultraflex stent was seen in the trachea." The physician believes this, as well as the radiation therapy, may be "responsible for the perforation. The perforation was treated with antibiotics and the patient [received] nasogastric feed. The cough improved on nil oral." It was reported to boston scientific corporation on december 5, 2007, that the "patient had expired." The cause of death is unknown. Several attempts to obtain the date of death, the cause of death and the autopsy results have been unsuccessful.

Manufacturer narrative:
The device has been implanted; therefore, a device evaluation can not be performed. The relationship between the suspect device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported on the pertinent lot. The november 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.